Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed 10 insyte autoguard units that are missing all the printed information on the top web. The reported issue was confirmed. This was the physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to operator error in the printing / packaging process. There is a 100% vision system that checks for the lot number and other print on the package label. The packages that are missing printed information are rejected and separated into a sorting bin. All packages in the bin are then inspected for product attributes. The acceptable packages are placed into a labeled dispenser, ready for placement into the shipper. If an operator fails to recognize the print error, a unit may be sent out with the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 45 bd insyte¿ autoguard¿ winged shielded IV catheters had no writing/information on their packaging labels. The following information was provided by the initial reporter: central supply room staff... Noticed 45 pcs of iag g24 did not have any labels/writings on it.".

Event description:
It was reported that 45 bd insyte¿ autoguard¿ winged shielded IV catheters had no writing/information on their packaging labels. The following information was provided by the initial reporter: central supply room staff... Noticed 45 pcs of iag g24 did not have any labels/writings on it."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.